Event description:
An administrative manager reported during a procedure, there was difficulty aspirating the cataract. The aspiration was noted as very slow. The procedure was completed after a delay. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).